Event description:
It was reported that the pump stopped infusing and alarmed channel error. Noradrenaline was infusing at 30mcg/min. At the time of the event. Per report, the nurse "quickly changed infusion to another channel and resumed infusion. There was a "brief period of hypotension" to systolic blood pressure of 81mmhg "and recovered quickly." It was reported that there was no additional treatment was provided to the patient and there was "no harm." The hospital's biomedical engineering team inspected the device and found "iui connector on the left side was found to have a bend pin. Error logs were checked and was found to have a bottle side pressure sensor fault- 240.4150.0."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error during an infusion was confirmed in the logs and was the result of a malfunctioning bottle side pressure sensor based on testing performed. Inspection of the device identified the left (female) inter unit interface (iui) with corrosion and bent pins. The review of the pump module error log identified an error code 240.4150.0 (sensor broken high failure) on (B)(6) 2025 at 05:16:32 am. The channel malfunction correlates to the failure detected for the bottle side pressure sensor. It was identified that pump module was powered on attached to pcu s/n (B)(6) on (B)(6) 2025 at 05:35:23 pm and was assigned channel c. On (B)(6) 2025 at 04:48:43 am, suspect pump module was selected and programmed an infusion with a rate of 28ml/h and a volume to be infused (vtbi) 285.246ml. The infusion was started. At 05:14:54 am, pump module alarmed for ¿air in line¿ and after a few seconds infusion was restarted. After this, device alarmed for ¿door opened¿ and after a few seconds infusion was restarted. After one minute, the device recorded channel error 240.4150.0 (sensor broken high failure) and the device was powered off. No more infusions were recorded on this date. Initial infusion test in the ¿as received condition¿ performed at a rate of 500ml/hr with a volume to be infused (vtbi) of 1000ml failed to produce a channel error. When performing the asm analog task on the source pump module, it was found that the bottle side pressure sensor was measuring below the voltage specification. Specification for the fsa pressure sensors with zero offset is 1 volt +/- 0.154 volts. Light pressure was applied to the bottle and patient side pressure sensor pads. The voltage increased to a maximum of 4.99 volts for both pressure sensors; however, the patient side pressure sensor returned to 0.86 volts while the bottle side pressure sensor remained at 4.98 volts. An infusion test was performed on the returned system. The pump module was programmed to infuse at a rate of 500ml/hr. Prior to starting the infusion, light pressure was applied to the pressure sensors. The infusion then started. Immediately after starting the infusion, the error code displayed on the pcu was 240.4150 (sensor broken high failure). The error was confirmed; channel ¿a¿ status showed ¿channel error¿. The faulty bottle side pressure sensor was removed and temporarily replaced with a known good pressure sensor. The asm analog task was performed and found the bottle side pressure sensor operating in specification. Infusion testing was completed with no errors or malfunctions. The bd alaris® pump module pressure sensor tip sheet cautions to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. Bd alaris system iui inspection tip sheet recommends inspecting inter-unit interface (iui) connectors on each alaris pc unit and on each module prior to every use. If any surface contaminants, or blue or green deposits are visible, this means the connector requires replacement. Bd alaris user manual (v12.1.1) warns not allowing the cleaning solution to contact the iui connector when cleaning the instrument. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported channel error was found to be a channel error code 240.4150.0 (sensor broken high failure). The root cause of the channel error code 240.4150.0 (sensor broken high failure) is being attributed to a malfunctioning bottle side pressure sensor. Note that this report lists imdrf annex a040502, g02017, c0601, d0302, a0401, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump stopped infusing and alarmed channel error. Noradrenaline was infusing at 30mcg/min. At the time of the event. Per report, the nurse "quickly changed infusion to another channel and resumed infusion. There was a "brief period of hypotension" to systolic blood pressure of 81mmhg "and recovered quickly." It was reported that there was no additional treatment was provided to the patient and there was "no harm." The hospital's biomedical engineering team inspected the device and found "iui connector on the left side was found to have a bend pin. Error logs were checked and was found to have a bottle side pressure sensor fault- 240.4150.0."